Manufacturer narrative:
An event regarding loosening involving an triathlon patella was reported. But as per mar & medical review crack/fracture was confirmed. Loosening may have occured due to crack/fracture of patellar component. Method & results: -device evaluation and results a material analysis has been performed. The report concluded "the insert and pegs exhibited scratching, burnishing, and delamination. These are common damage modes of uhmwpe. The direction of fracture of the pegs likely progressed from the distal to proximal direction. No material or manufacturing defects were observed on the surfaces examined." -medical records received and evaluation: the provided medical information was submitted to a consulting clinician who indicated that "no early post-operative x-rays of the right primary total knee arthroplasty prior to (B)(6) 2017 when the patellar component was disassociated are available. The direction of peg fractures suggests chronic soft tissue patellar imbalance resulting in fatigue fracture of the peg fixation after five-and-a-half years in situ. There was no evidence of material or manufacturing factors contributing to this clinical situation." -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been no other event for the lot referenced. Conclusions: it was alleged that patient was revised due to loose patellar component. As per mar and medical review it was concluded that the insert and pegs exhibited scratching, burnishing, and delamination. These are common damage modes of uhmwpe. No early post-operative x-rays of the right primary total knee arthroplasty prior to (B)(6) 2017 when the patellar component was disassociated are available. The direction of peg fractures suggests chronic soft tissue patellar imbalance resulting in fatigue fracture of the peg fixation after five-and-a-half years in situ. There was no evidence of material or manufacturing factors contributing to this clinical situation. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information become available, this investigation will be reopened.

Event description:
Company representative reported that the surgeon noticed that the patella was not in its' original place on x-ray in the clinic. The patella component was revised. Update: per operative report: patient was revised due to loose patellar component.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Company representative reported that the surgeon noticed that the patella was not in its' original place on x-ray in the clinic. The patella component was revised.